Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed there was telemetry failure due to the rf (radio frequency) head. Analysis also found the programmer took 1 minute and 42 seconds to fully boot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 229047, analyzer. (B)(4).